Event description:
Boston scientific received info that this pt was presented to the electrophysiology (ep) laboratory for extraction of an s-ICD system, implanted in late (B)(6) 2014 for, due to infection. The pt's device history was significant for past infections involving transvenous endocardial systems. The local rep reported that the pt had worn a life vest for one year prior to the implant of the s-ICD system. The s-ICD system was explanted with no reported adverse event. According to the physician, the pt's history for infections involving endocardial systems did not involve boston scientific products.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.